Manufacturer narrative:
Unable to boot up pump due to failed battery test with test batteries and battery simulator. Problem isolated to pcba 2. Unable to perform the displacement test, sleep current test, active current test and self test due to failed battery test. Unexpected battery power loss unknown.

Event description:
The customer reported via phone call that the insulin pump had unexpected power loss alarm. The customer¿s blood glucose level was 91 mg/dl. The customer did received a low battery alert prior to the replace battery alert or replace battery now alarm. The customer stated that the battery was not previously used. Customer stated that the battery cap was not loose, cracked or damaged. Customer stated that it was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. The customer was advised to the insulin pump will need to be replaced and they may continue to wear pump until replacement arrives. The device will be returned for analysis.